Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardiac monitor (icm) exhibited undersensing. Programming changes were made. The patient was stable.